Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, nurse reported pt was hospitalized and diagnosed with diabetic ketoacidosis. She requested that a rep meet with pt to troubleshoot his infusion device. Blood glucose was 265 mg/dl when pt arrived at the hospital. He was treated with insulin injections by the hospital staff. Pt was using the infusion device at the time of the report, and his recent blood glucose was 149 mg/dl. A clinical specialist contacted pt on (B)(6) 2011. Pt reported the infusion device was functioning as intended, and he "is the missing piece of the puzzle." He took one of his family member's medication for back pain, and this medication caused him to become sedated and nauseated. Pt was hospitalized from (B)(6) 2011-(B)(6) 2011. Target blood glucose is 80-180 mg/ml. No allegations were made against the infusion device or related products, and no product was requested for eval.